Manufacturer narrative:
The device was returned to olympus for evaluation. The reported complaint was not confirmed. The device was attached to a test usg-400/esg-400 and there were no error messages observed during testing. A visual inspection was performed on the received device and found there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to be separated from the jaw exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. Based on similar reports, this type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that while using the hand-piece during a laparoscopic hysterectomy procedure a ¿probe damage¿ error was observed. It was reported that the surgeon was using the cut/seal function to remove the patient¿s tubes and ovaries when the error code appeared. No device fragment fell into the patient. The procedure was completed with a similar device. There was no patient injury reported. Additionally, the probe unit was inspected prior to the procedure with no anomalies found.